Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. The patient status was stable.

Manufacturer narrative:
Age at time of event - 18 years or older.

Manufacturer narrative:
A2: age at time of event - 18 years or older b5: describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. The patient status was stable. It was further reported that the target lesion was located in the cephalic vein with 80% stenosed, moderately tortuous and mildly calcified. The balloon ruptured during second inflation.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. The patient status was stable. It was further reported that the target lesion was located in the cephalic vein with 80% stenosed, moderately tortuous and mildly calcified. The balloon ruptured during second inflation.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: a mustang device, 20 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 55mm in length and extended from a position 10mm proximal of the proximal markerband to 9mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.